Event description:
On (B)(6) 2012, pt reported that he had an upper respiratory infection on (B)(6) 2012 that resulted in hyperglycemia in the upper-400 mg/dl range. Pt's normal blood glucose is 100-140 mg/dl, and he was unable to control the hyperglycemia. He went to the hospital on (B)(6) 2012 and was hospitalized for 3 days. He was taken off the infusion device and treated with an insulin IV. Pt also delivered boluses through the infusion device and this helped to decrease his blood glucose. No allegations were made against the infusion device or related accessories. No product will be returned for eval.